Event description:
It was further reported that the lead was later reactivated.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The left ventricular (lv) lead output was lowered and the lead remained in use. Subsequently the lv threshold increased. The lv lead was programmed off. It was also noted that the patient was part of the systems longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.